Manufacturer narrative:
Device labeling: single use or reuse. Device not returned. No eval will be performed. No conclusion can be drawn.

Event description:
Our firm received a summons/complaint from a state court which alleges that on or about (B)(6) 2009, a pt was wearing new acuvue lenses that had been provided to the pt by an eye care professional and the pt had cleaned the lenses with bausch & lomb renu solution "in accordance with the instructions." "On or about (B)(6) 2009, (the patient) began suffering intense pain in (his/her) eyes. Plaintiff went to (his/her) physician where (he/she) was diagnosed with an unk eye infection." "After a conservative course of treatment was not successful, plaintiff had to undergo corneal implant (sic) surgery to repair damage done to (his/her) eyes." No add'l info provided regarding the alleged injury to the pt. We will report any add'l medical or product info within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.